Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. Examination of the returned complaint device identified that the crimped stent was damage. The distal strut rows 1-2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified a kink at approximately 330 mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted.

Manufacturer narrative:
Device is a combination product.